Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 1 day. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with worsening flows and high filling pressures and a drop in urinary output. A test showed a large pericardial organized collection. The patient was sent back to the operating room to evaluate clots. Bleeding site was confirmed on the outflow graft and inflow conduit. Repair was performed and the patient chest was closed and the patient was returned to the intensive care unit (ICU). No additional information provided.